Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14774. It was reported that the patient presented in clinic for follow-up. Interrogation of device revealed oversensing of noise on the right ventricular lead and high pacing impedance on the right atrial lead. Both leads were capped, and a new right ventricular lead was implanted successfully on (B)(6) 2020. Patient was in stable condition before, during, and after the procedure.